Event description:
Customer tested 21.6 mmol/l on the aviva system and consumed glucose tablets. 5 minutes later customer tested 3.1 mmol/l. 5 minutes later customer tested 11.6 mmol/l and 3-4 minutes after that tested 4.1 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Customer reports two possible strip lots may have produced the discrepant results. (B)(6).